Manufacturer narrative:
Results pending investigation.

Event description:
On (B)(6) 2020: patient presented to facility for abnormal uterine bleeding. Urine specimen was tested on the fisher sure-vue hcg serum/urine combo kit and a positive result was obtained. The same urine sample was tested on the same kit and an additional positive result was obtained. Customer questioned the results as the patient used condoms and had a nexplanon implant inserted since (B)(6) 2019. A confirmatory serum hcg was performed and the result was negative at <6 miu/ml. No treatment was provided or withheld based on the false positive results. Troubleshooting was performed with the customer with an emphasis on storage, handling and technique per the corresponding package insert-no deviations noted.

Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention and returned devices from the reported lot number. Retention and returned devices were tested with clinical hcg-negative urine and results were read at 3 and 4 minutes. All devices produced expected negative results. No false positive results were observed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported complaint was not replicated. A probable cause could not be determined based on the information available. Per the package insert: as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.